Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt this device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) and exhibited a extended out of range charge time of 22.3 seconds with a battery voltage of 2.67v. Premature battery depletion (pbd) was suspected. The device was then explanted, replaced and returned for analysis. No adverse patient effects were reported.